Manufacturer narrative:
The reported events of ipg turning off by itself and output increasing by itself were not confirmed. The returned ipg passed all functional testing (bench and autotest) to verify that the output was not turning off by itself nor was the output stimulation increasing by itself. No root cause was identified for the reported issue.

Event description:
It was reported the patient's ipg was shutting down unexpectedly. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).